Manufacturer narrative:
The account replaced the left coiled cable to repair the bed.

Event description:
The accounts maintenance stated he was getting an 8 flash code on the bed. He unplugged the bed and could not get the battery power to come on. He replaced the batteries, but issue remains. He then found the left coiled cable was cut exposing bare metal wires.